Manufacturer narrative:
According to the customer the bed is not working and there is reported to be smoke coming from the junction box. Per the customer nothing on the bed is working when the buttons on the pendant are pushed. The sample was returned and a noted bubble on the junction box was confirmed. Per the inspection a definitive root cause could not be determined. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer the bed is not working and there is reported to be smoke coming from the junction box.